Manufacturer narrative:
Patient weight was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent surgery for femoral nonunion on (B)(6) 2018. The surgeon selected to use the end-cap 10mm because the nail was excessively inserted. During the surgery, he tried to use this end cap 10mm, but he could not complete tightening. Instead, he inserted the end cap 0mm while using bone wax, considering any difficulties at the time of removal due to a bone in growth around the proximal part of the nail. The tightening using the end cap 0mm was successfully done. The surgery was completed with a 30-minute extension, and there was no adverse consequence to the patient. Concomitant devices: nail (part# unknown, lot# unknown, quantity 1). End cap f/expert¿ a2fn, extension 0mm (part# 04.009.000s, lot# unknown, quantity 1). This report is for one (1) end-cap f/a2fn cann extens. 10 tan grey. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: DHR review was completed. Part number: 04.009.002s. Synthes lot number: l364519. Release to warehouse date: 21.apr.2017 . Expiry date: 01.apr.2027. Manufacturing site: mezzovico . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. As received condition. The thread of the end-cap is plastically damaged / deformed. DHR review confirms that this part was manufactured according to specification. This lot was released after final inspection with no findings. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual investigation clearly shows that the thread is plastically deformed as result of misuse. We have to assume that the end-cap was not positioned correctly during insertion. After applying high torsional forces the thread got damaged. Visible signs at the torx indicate also exceeded mechanical force applied by screwdriver onto the end-cap. No product fault could be detected. We classify the damaged as caused by the user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.